Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 502 mg/dl. Customer treated for high blood glucose. Customer also stated she was bleeding at sensor insertion site and removed the sensor. Nothing further reported.